Event description:
It was reported that the instrument was returned fractured. All pieces have not been returned. The instrument was discovered during inventory. There was no patient involvement. All available information has been provided.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. The returned product was found to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.